Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation,. Post explant the physician noted the lead to be fractured without protrusion. A portion of the lead remains implanted.